Event description:
The customer reported via phone call that the customer had been hospitalized in (B)(6) 2014 for high blood glucose and kidney complications due to lack of insulin. The customer's blood glucose was over 600 mg/dl and reached as high as 1100 mg/dl, although the customer was unable to provide an accurate reading at the time of the event. The customer had reverted to using manual injections and not been using the insulin pump for 6 months leading up to the event. The customer's most recent blood glucose was 185 mg/dl. He complained of stomach pain, head aches, and back pain. The customer did not observe any significant events leading up to the incident and was discharged the same day after being treated with manual injection. Customer did not recall any other details regarding the other hospitalizations mentioned. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-51860.